Event description:
It was reported that noise resulting in oversensing and presenting as high ventricular rate episodes was observed on the right ventricular (rv) lead. The oversensing resulted in short episodes of pacing inhibition. The rv lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Section b: correction: section b1 & b2.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil located proximal to the suture sleeve tie down impressions. The cause of the reported event was isolated to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.